Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure the physician had difficulty inserting the stylet into both leads. The leads were no longer used and replaced with another lead. The patient was asymptomatic during the procedure and good condition post surgery.